Manufacturer narrative:
A visual examination of the returned uphold vaginal support system device revealed that the carrier of the capio opc suture capturing device is broken and the detached piece was not returned. In addition, analysis revealed no damage to the mesh assembly. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the capio carrier detached and was retrieved using a pair of forceps. The procedure was completed using another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the patient, the capio carrier detached and was retrieved using a pair of forceps. The procedure was completed using another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.